Event description:
It was reported that during a coronary stent procedure, the physician experienced diffculty advancing the stent into a very tortuous and calcified lad lesion, that had been predilated. After multiple attempts to cross the lesion, stent damage was noted under fluoroscopy. While attempting to remove the entire system, the stent dislodged in the aorta. Attempts to snare were unsuccessful and the undeployed stent remains in the pt. Pt status is listed as "okay".